Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving multiple sensor errors. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 193 mg/dl. The customer was advised as to the proper sensor usage techniques. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.